Manufacturer narrative:
(B)(4). Method: films. Results: endoleak. Disease progression; thoracic aorta dilatation and morphology changes. Not implanting a proximal main device. Conclusion: endoleak. Disease progression; thoracic aorta dilatation and morphology changes. Not implanting a proximal main device.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. However, currently vessel morphology was reported as the proximal neck diameter is 59.7mm and 21mm in length. The distal neck diameter is 69.7mm. Approximately six years post index procedure, the patient presented with a type ia , type ib and a type iii (separation) endoleak due to disease progression. The patient received an intervention where the physician placed a stent graft across the type iii endoleak. The physician originally intended to bring the stent graft up to the proximal type I endoleak; however, it was very tortuous and short. Subsequently, the physician implanted a valiant stent graft across the type iii endoleak 46x46x200 and the type iii endoleak was resolved. No other intervention has been planned. No additional clinical sequelae were reported and the patient is doing fine. A review of several returned still 3d images showed that thoracic stent grafts were implanted from distal of the lsa to just proximal of the celiac. Another manufacturer¿s bifurcate device was also seen placed within the aaa. The thoracic stent grafts were extremely angulated and curved along their entire length. Multiple areas of contrast were seen outside the stent grafts; there appeared to be a type I proximal and distal endoleak, and possibly a type iii separation and/or fabric endoleak. The cause could not be determined from these films. Earlier follow-up images were not provided.